Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during cardiopulmonary bypass, the oxygenator failed. As per the user facility, the failure was noticed about 3.5 hours into bypass. A 2nd nx unit was added in, but it did not help. An ECMO oxygenator was then added in line. There was a minute of delay and no blood loss. The patient expired in ICU; however, not due to oxygenator. ¿ *product was not changed out : *procedure was completed successfully

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation). H3 (updated device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 3331, 4248, 19). The returned sample was inspected upon receipt with no visible abnormalities noted. The manufacturing record was reviewed, and no abnormalities were found. The sample was tested for its gas transfer performance. The blood was conditioned and the test was performed at 4l and 6l blood flow rate, with o2 gas at 1:1. The performance did not meet the factory specification for o2 or co2. It is likely that the unit was unable to be returned to a factory state prior to the evaluation. Based on the internal calculations utilizing the perfusion record parameters, it was determined that the oxygenator gas transfer performance was decreased during the surgery. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 26, 2024. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information from the clinical specialist indicates that, the complaint involved an oxygenator that experienced a sudden decrease in oxygenation performance during cardiopulmonary bypass. An extracorporeal membrane oxygenation (ECMO) oxygenator was eventually placed in series with the oxygenator to resolve the issue. There was no harm to the patient with the insertion of the ECMO oxygenator, which took less than a minute to accomplish. The patient did expire post-op in the intensive care unit (ICU) from other complications and not related to the oxygenation performance of the device. The pump record and blood gases were shared, and a phone interview was conducted with the perfusionist, and details about the pump run and case were verbally shared. This case was an emergent aortic surgery case on a 32-year-old with a bsa of 1.87m2, with high oxygen consumption. Heparin was given on a routine dosage at about every 90 minutes and activating clotting time (act) values were at clinically acceptable values. A heparin amount of 10,000 iu was used in the prime and an unknown loading dose of heparin was given prior to initiating bypass, with the subsequent act result of 536 seconds. An additional 35,000 iu of heparin was given during the bypass run. Act values for the pump run ranged from a low of 477 seconds at 16:23 to a high of 1000 seconds from 13:35 to 14:20. A hepcon device, which measures heparin concentration in the blood, was not used. Propofol, a lipid-based drug, and rocuronium were given into the oxygenator during bypass. Approximately 3 hours into the bypass run, a precipitous drop in oxygenation was noticed over a 20-minute time frame, with the partial pressure of oxygen (po2) values dropping from 220mmhg to 85mmhg. The oxygenator was sighed 3 times in attempt to remove possible condensation on the oxygenator bundle, with bursts of sweep gas at 10 l/min with no improvement to oxygenation. The recirculation line was opened, and 2 units of blood were given in attempt to improve oxygen carrying capacity. This again did not lead to oxygenation improvement. A new oxygenator was cut into and inserted into the recirculation line to improve oxygenation. This resulted in minimal, clinically unacceptable, oxygenation improvement. The decision was made to tandem the originally oxygenator with a mc3 nautilus ECMO oxygenator in series. A significant improvement in oxygenation was quickly observed and the surgery was successfully completed. Additional details from the pump run are as follows: bypass was initiated at 13:23 and the patient was cooled, reaching a low arterial blood temperature of 21.9 degrees celsius at 14:15. The cross clamp was placed at 14:27 and a loading dose of cardioplegia was delivered. Circulatory arrest began at 14:37 and cerebral perfusion was given. Circulatory arrest was stopped at 15:01 and rewarming was started at 15:19. By 16:30 an arterial blood temperature of 36 c was achieved. At 16:35, it was observed that the oxygenator was not performing as expected. The po2 value had dropped to 85mmhg. The surgeon was informed. The po2 values had been clinically acceptable earlier in the case. From 13:29 to 14:20, the po2 values ranged from 532mmhg to 521mmhg on fio2 settings of 100 percent. During the circulatory arrest period and hypothermia, the clinician decreased the fraction of inspired oxygen (fio2) setting to 50 percent. This was a clinically acceptable setting at that time due to the profound decrease in metabolism and oxygen consumption at cold temperatures. Once the circulatory arrest was stopped at 15:01, the clinician increased the fio2 setting to 100 percent. However, when warming began at 15:19, the clinician lowered the fio2 setting for some unexplained reason to 47 percent. The po2 value at 15:28 reflected this decrease, as it was measured to be 255mmhg. During this time, rewarming is occurring and metabolism is increasing as is oxygen consumption. The clinician for some unexplained reason, continued to have the fio2 setting at lower unacceptable settings. These were 51% at 15;15, 54% at 15:20 (po2 255mmhg at 15:28), 56% at 15:25 (po2 222 at 16:01), 62 at 15:30, 65% at 15:35, 69% at 15:45, 71% at 15:55. It was only at 16:35 that the clinician had the fio2 setting at 100%. At 16:05, the po2 was 85mmhg with an venous saturation (svo2) of 69%. The po2 values would continue to be clinically unacceptable from 16:35 until the addition of the mc3 oxygenator. These po2 values ranged from 76mmhg at 16:47 with venous saturation of 67% and arterial saturation of 94% to 49mmhg at 17:40 with venous saturation of 50% and arterial saturation of 85%, which was significant for hypoxemia. The oxygenation of the patient immediately improved once the ECMO oxygenator was activated in series with the oxygenator at 17:53. The po2 value at 17:58 was 461mmhg with an arterial saturation of 100% and venous saturation of 81%. The cross clamp was removed at 18:08 and bypass was terminated at 18:58. The total bypass time was 5 hours and 35 minutes. The oxygenator is rated for 6 hours. It is interesting to note that the first blood gases off bypass for the patient revealed a po2 value of only 58mmhg with arterial saturation of only 86% on the anesthesia ventilator.